Event description:
Patient reports pain at the incision site which radiates around her waist. Patient also reports pain relief expectations are not being met. Device currently remains implanted. Should additional information be received this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.